Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose during cal error troubleshooting. The customer stated they noticed the high blood glucose during meter. The customer's blood glucose was over 400mg/dl. The customer declined troubleshooting for high blood glucose, due to levels going back down to 92mg/dl during call. Advised customer to call back if issue continues.